Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple pump error alarm. The customer¿s blood glucose was 300 mg/dl. Customer that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer was assisted with performing displacement test and the test result was multiple occurrence. Customer stated that the sensor issues. Troubleshoot was performed. Customer advised to the insulin pump requires replacement and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Software error was present in the format history file. Problem isolated to the electronic assembly. No - an error in the motor was detected by reading unexpected value from hall sensor error alarm and no inter processor communication error during testing.